Event description:
On (B)(6) 2011, we received info regarding an alleged air injection that occurred on (B)(6) 2010. We received the following info from their party: the pt was scheduled for a routine cardiac catheterization for shortness of breath on exertion. The hospital was using a mark v plus injector for the procedure. A radiology technician obtained a sterile syringe and placed it into the injector in preparation for the procedure. Using the machine, she began depressing the plunger towards the tip of the syringe. While doing so, another clinician requested her assistance, and she stepped away from the injector to address that request before the syringe was completely depressed. The plunger was approx one-third of the distance from the syringe tip. In her absence, a second rt saw the mark v plus with the syringe in place and with the plunger in its appropriate location within the syringe. Believing the syringe had been fully prepared for use, she moved the machine to its location near the bedside. The surgeon then gained access to the femoral artery and threaded the catheter into the ventricle without difficulty. After flushing the catheter with normal saline, the surgeon and one of the rts connected the syringe to the catheter, the syringe was drawn back to remove any fair form the catheter, and the connection and syringe were tapped. During this process, neither the surgeon nor the rt noted anything unusual or atypical with the connection or the syringe to indicate the syringe did not contain dye. The mark v plus was readied and, at the surgeon's direction, the rt depressed the button to activate the injector. In viewing the monitor, dye could not be seen in the ventricle. Before a full assessment of the situation could be preformed, the pt began to suffer cardiac distress. The surgeon and the staff immediately focused on resuscitation efforts for the pt, a code was called for add'l assistance. The pt then passed away.

Manufacturer narrative:
A medrad service rep performed a system service check of the mark v plus injector system and the unit was found to be operating to medrad spec. The mark v plus operator manual states under cautions (note that the following are excerpts and not included in their entirety or necessarily in sequence): to minimize air embolization risks, make certain that a given operator is responsible for filling the syringe. Do not change operators during the procedure. If an operator change occurs, ensure that the new operator checks that the syringe has been properly filled. During connection of the angiographic injector, manually advance the syringe plunger to provide a very slow flow of contrast medium at the connection. Absence of flow is an obvious indication of air in the fluid path. Always verify that the fluidots in the filled portion of the syringe are rounded. In the presence of fluid, the shape of the fluidots will always appear larger than its actual size and the wider portion will be perpendicular to the length of the syringe. Operator vigilance and care, coupled with a set procedure, is essential to avoid injecting air and causing an air embolism. Before injecting, be sure to clear trapped air from the syringe, connector tubing and catheter. In addition, there is a section titled "removing air from syringes", which lists guidelines for removing air from the syringe. Furthermore, when the "arm" button is pressed prior to performing an injection, the message "air removed from xxx syringe?" Appears on the sentinel of the display panel. The operator must choose "yes" in order for the injector to allow the operator to proceed with an injection. At this time, we are trying to obtain add'l info from the site.